Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 03mar2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: removed medstation es matrix drawer 4 medicine package jam test and release to customer ran medstation es hardware test application drawer diagnostics customer performed multiple drawer inventories visual inspection of the received drawer controller boards observed one had thermal damage on a component and the other had no issue; however, electrical measurement of the boards noted a component to be shorted. This is one of the common symptoms of the issue of a station drawer failing no further testing was deemed necessary on the drawer controller boards due to these findings bd pyxis products communication (bd pyxis¿ es 331392-01 pcba, drawer controller release general availability release (ga)) announced the release of a new drawer controller board (p/n 331392-01) to address faulty drawer controller boards preventing system boot up visual inspection of the received pyxibus module controllers observed no issue; however, no further testing was deemed necessary on these boards due to the finding on the received drawer controller boards there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed. A field service engineer evaluated the device and determined that the issue was due to a medicine package jam. There was no indication that this event occurred while dispensing medication to a patient and there was no report of an adverse event, harm, or delay. This event was initially evaluated as non-reportable. Components were later returned to bd for complaint investigation. Upon investigation it was determined that there was thermal damage on the controller board and the q501 mosfet component. Therefore, based on the investigation findings, this case has been deemed reportable as a thermal event.